Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a communication failure due to foreign objects in the video connector and the electrical contact part of the system, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Date of event/event: no additional information was available. The device was evaluated, and the reported issue was a sporadic failure. The failure could not be confirmed but occurrence was likely. The bending section cover adhesive was missing. Due to handling, there was dirt on switch one (1) that was difficult to remove. The video connector was cracked due to external factors. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the endoeye flex deflectable videoscope presented an e218 error (scope failure/no image). No patient injury or procedure impact reported.